Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, the patient was suffering with bronchitis at the time of the procedure. The anesthesiologist determined general anesthesia could not be administered due to the patient's wheezing. Local anesthesia was given, and the patient fell asleep. After a successful initial ablation, the physician initiated a second ablation sequence due to some continued bleeding. Approximately seven minutes into the second procedure, the patient's medication was exhausted. Before additional local anesthesia could be administered, the patient began coughing and wheezing, causing her whole body to move. While attempting to maintain sheath position, the physician observed that saline leaked outside the patient. With the patient conscious and complaining, the physician immediately aborted the second ablation procedure and proceeded to cool the patient down. The physician noted a "very minor" burn on the cervix at the procedure's conclusion. No further treatment was reported. Satisfied with the ablation therapy administered, the physician indicated the patient is "doing fine." An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.